Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. On (B)(6) 2010, she underwent a surgical procedure to relocate her ipg pocket. During intraoperative testing, several of her lead contacts exhibited high impedance readings. Follow up on the pt found that the impedance issues persist and that she is not receiving adequate therapy coverage. Surgical intervention will be undertaken to replace the lead; however, a date for the procedure has not been set.